Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: dlt ts cer hd 12/14 36mm +1.5 hip femoral head; altrx +4 neut 36idx56od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
Subject ID: (B)(4). Associated study- dots. Clinical notification received for revision related to dislocation. Doi: (B)(6) 2018; dor: (B)(6) 2018; (right hip).

Event description:
Additional information received: patient's right hip was revised on (B)(6) 2023 to address a polyethylene liner implant fracture, reportedly occurring while hiking. This revision is the second hip revision that the patient had received, the first having occurred with a head and liner exchange in the early part of 2018, to treat metallosis caused by a metal-on-metal disease. The patient had also experienced multiple hip dislocations with closed reductions prior to the first revision for metallosis and had sustained one additional dislocation after the first revision, in the fall of 2018. Intraoperatively, the surgeon identified that the current polyethylene liner was fractured into two parts, allowing the ceramic head to directly articulate against the cup. The surgeon also reported that the cup was mispositioned with too much anteversion--so although it was well-fixed, the cup was extracted and a gription cup was re-implanted in retrograde and more horizontal position. A bimentum construct was implanted along with an appropriately sized metal femoral head. The femoral stem was undamaged, well-fixed, and retained. It should be noted that there was a revision on (B)(6) 2018. Only the head and liner were revised. This indicates that the original products were depuy

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d6a, d6b, h6 (health effect - impact code & clinical code) corrected: a3a, g4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.